Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was blank. There was no patient harm or injury reported. The device was evaluated by a third party service center and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no patient harm or injury reported. The device was returned to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.